Event description:
Externalized conductors were observed via fluoroscopy on a previously capped lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was capped due to an insulation damage.